Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an anterior cruciate ligament repair procedure, the healx adv sp peek anchor broke. The surgeon used the device to build a brace backup, and the hole was drilled at 3.5mm diameter. The anchor was inserted to put the suture into the hole. The surgeons wanted to advance the anchor itself to settle upon which the anchor broke. Bone quality was average. Used another device to complete the case. No surgical delay or patient harm.